Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed. The staple heights and staple formation was found to be conforming with respect to mfg requirements. Mfg and engineering have notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
The device was used during a segmental bronchus. It was reported that the surgeon used two firings of the tlh90 in a lobectomy. It was reported that both staples lines had air leaks. It was reported that the surgeon "had to over sew the staple lines.